Event description:
A malfunction alarm, identified as malfunction code 12, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information to the customer via email.